Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending artery (lad). The 2.25x15mm xience skypoint stent delivery system (sds) was advanced to the target lesion without issue and successfully deployed; however, the sds balloon failed to deflate completely. Negative pressure was held for approximately 2 minutes; however the balloon only partially deflate. The sds was removed with difficulty from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The stent remains in patient and the delivery system is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, dimensional, and functional examination was performed on the returned device. The reported deflation problem could not be confirmed as the balloon deflation was tested 3 times and was noted to deflate into trifold all three times. The reported difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation problem; however, the reported difficult to remove appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a